Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Device evaluation: weight to the spec, crease fold, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.